Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and is indicated by terumo cardiovascular system in the initial report submitted to the FDA on 04/16/2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass a minor leak occurred between the top housing and separator of the centrifugal pump. The device was continued to be used for the remainder of the case. Less than 10cc blood loss; product was not changed out; procedure was completed successfully without delay.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4).